Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the worn cosmetically worn buttons. The display is fully functional. Customer resolution and conclusion: a replacement display was initially ordered but it was on backorder. The customer decide to overlook the cosmetically worn buttons and leave the display as is. The system meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the display is damaged. There was no patient involvement.